Manufacturer narrative:
Implant nov. 2013, exact date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The original date of awareness for the initial medwatch, dec 5th 2014. An incorrect date of dec 5, 2015 was reported.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cervical spine locking plate (cslp).

Event description:
It was reported on (B)(6) 2014, the surgeon performed a c4-c7 posterior cervical fusion on the patient due to delayed healing and a nonunion at the same level. The patient had a c4-c5 acdf about a year ago with synthes cslp. The patient has a solid fusion at the c5-c7 levels and appears to have a synthes synmesh cage at the c6 level (corpectomy). The surgeon thought the c5-c7 fusion occurred in 2003. The synmesh cage at c6 is an unknown size. The surgeon chose to treat the patient with a posterior fusion to address the c4-c5 nonunion. The cslp plate was intact and there were no issue with the plate or screws. This is 2 of 4 reports for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Implant (B)(6) 2003, exact date is unknown. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.